Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up and post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Subsequently, a remote transmission was received for non-sustained rv oversensing due to far p wave oversensing. Additional programming changes were made. Patient condition is good.